Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary insertion was being implanted with an impella 2.5 device for mechanical circulatory support. During the implantation, multiple attempts were made to cross retrograde chronic total occlusion (cto) of circumflex artery with no success. Moved to attempt cto of distal right coronary both retrograde and antegrade without success. The decision was made to abort the case due to fluoro time. There was no report of patient harm or injury.